Event description:
Customer reported the insulin pump has been alarming unexpected restart. Blood glucose was 257 mg/dl. Unexpected restart, external ram crc error, and motion sensor test failure alarms were noted in the device alarm history file. Temp basal was not programmed before the alarm occurring. The device was not stored for a long period of time. Alarm was reoccurring during normal use. Customer was advised she may use the device and monitor it closely until replacement is received. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected alarms noted during testing. Insulin pump passed error test and self-test. However, insulin pump had multiple alarms history screen. Insulin pump alarmed due to corrupted history file. Insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The motor was tested outside of the device and passed. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked reservoir tube, missing end cap sticker and broken battery tube threads.